Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display of the insulin pump was flashing white. The customer¿s blood glucose level was 182 mg/dl. Troubleshooting was assisted. The customer reported display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing light on the display.